Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample tested on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and resulted lower. A new sample was obtained from the patient and tested on the same instrument, also resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist instructed the customer to stylette the heterogeneous module (hm) wash probes, change the hm cassettes, check the reagent probe 2 alignment, and clean the sample drain. The customer repeated the patient sample for all other methods it was tested for and all matched the initial results. During follow-up with the customer, the customer stated that sample handling was discussed with the technologists and there were no further issues. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.